Event description:
An explanted generator was received for product analysis. Generator analysis was performed. The generator was received programmed on post explant. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The generator battery measured 3.942 volts and found to be at an ifi=no condition. The generator was observed to have had high impedance soon after implant. There were no performance or any other type of adverse conditions found with the pulse generator. The associated lead has been received to date. No additional relevant information has been received to date.